Event description:
It was reported that a revision surgery may be booked due to a patient experiencing a malfunctioning inflatable penile prosthesis (ipp) pump. The surgeon has tried troubleshooting but the pump will not squeeze or inflate. A patient outcome of unknown was reported.